Event description:
Fractured catheter - reports two dates: 1/2001 and 10/2000. The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.